Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpackaging, a hi-torque (ht) balance middleweight (bmw) universal ii guide wire was removed from its dispenser hoop without difficulty, then the tip coil was noted to be separated from its core, but was not in two pieces. The device was not used in the patient. Another bmw guide wire was unpackaged and used successfully in completing the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, was inadvertently misplaced. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.